Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. Onsite functional and visual examination was performed. The atp console was replaced and the issue was resolved. The system passed a system checkout and returned to an operational condition. The console was returned to the manufacturer for analysis. Functional testing was performed on the returned part. The issue was confirmed to be intermittent connection between atp and ht causing the generator error.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that the system was unable to emit x-ray. After rebooting, the system worked normally. The procedure was completed using the same imaging system. No impact to patient outcome was reported.